Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a 68 mm in diameter x 330 mm in length thoracic aortic aneurysm in zone 2 approximately one month ago. Vessel morphology was reported as the proximal aortic neck diameter is 36 mm, distally it is 39 mm, 10 mm in length and severe vessel calcification and the descending thoracic aorta was highly angulated. It was reported that intra-operatively a slight proximal type I endoleak was observed. A secondary intervention is not planned at this time. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. On an unknown date shortly after implant, a dissection was discovered on the distal side of the stent graft. The physician commented that the aorta was tortuous in this area, and the dissection may have been caused by the delivery system during the implant. There have been no secondary interventions, and the patient is being monitored.

Manufacturer narrative:
(B)(4). Results, conclusions: dissection. Tortuous aorta.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (short proximal landing length (less than recommended 15mm). Conclusion: device failure/lack of effectiveness related to patient condition (short proximal landing length (less than recommended 15mm).